Manufacturer narrative:
(B)(4). Medical product: vanguard posterior stabilized tibial bearing, catalog #: ep-183660, lot #: 915390; biomet cruciate tibial tray, catalog #: 141235, lot #: j3687182; arcom series-a standard patella, catalog #: 184764, lot #: 494670; unknown palacos bone cement. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02353, 0001825034-2018-02354.

Event description:
It was reported that the patient was revised to address component loosening and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned tibial tray and femur identified little to no cement fixation on the posterior side of the implants. The patellar component also shows no signs of cement fixation and one of the pegs appears to have been cut off. The peg was likely cut off during explantation. The tibial bearing has some small nicks and gouges on the superior surface. DHR was reviewed and no discrepancies were found. A definitive root cause of the loosening cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02354 - 3.